Manufacturer narrative:
(B)(6).

Event description:
It was reported that during therapy a renasys go with a cotton filler, the device did not alarm despite the the dressing peeling/lifting off the patient.